Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4), the customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 patient side occlusion. Customer stated that the 8100 fails at the patient side occlusion. I explain to the customer that he may need to calibrate the 8100, and if the calibration fails then you may need to change the patient side pressure sensor. I explain to the customer that once you change the sensor you will have to run a pm. The customer said ok and ended the call.